Event description:
We had a transgender male patient who had not yet legally changed their name. Patient coded and code team was told to pull out medications from the omnicell by the patient's preferred name (which was listed as their main name in the ehr and legal name listed below). There was a delay in care because the patient's preferred name was not what was listed in omnicell and they were unfamiliar with the patient. Upon discussion with omnicell the only name that is sent from the ehr to omnicell is the legal name. We have submitted a ticket request for omnicell to allow this as an item to upgrade but I think this will be a nationwide issue as more and more patients feel comfortable coming out as transgender as well as more patient's that are transitioning it is important to call these patients by their preferred name as well as label medications etc under their preferred name. As with all technology updates, I am sure there are other safety ramifications (confusion over preferred vs legal name and which gets sent). It would be great if there was some way to indicate which name should be sent (and received) in a standard way so that we treat all patients with the respect and dignity that they deserve. Name on medication labels print as last name, legal first name "preferred name". (B)(6). Submission ID: (B)(4).